Manufacturer narrative:
Event summary: visual inspection of sheath, 4fc12 / 64007, showed the device was kinked on the shaft 0.9160 inches from the tip of the sheath. The sheath failed the test due to the kink 0.9160 inches from the tip of the sheath. In conclusion the sheath failed the inspection due to a kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturer's investigation.